Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure coil and perforation in the uterus"), menorrhagia ("clotting with periods") and genital haemorrhage ("heavy and abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, c-section and cesarean delivery, without mention of indication ((1993,1995 essure)). Concurrent conditions included painful periods, vaginal discharge, vaginal itching, vaginal burning sensation, vaginal odour, flooding, endometrial ablation, vaginal dryness, breast lump, fatigue, fever, stress, anxiety, depression, difficulty sleeping, corrective lens user, shortness of breath, chronic tonsillitis and thumb dislocation (right thumb). Concomitant products included antibiotics, cilest (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, ibuprofen since 2003, metformin and norethisterone (mini-pill) from 1995 to 2013. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle") and vaginal haemorrhage ("spotting"). On (B)(6) 2014, 1 year 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2014 hysteroscopy with removal of right essure coil) and surgery (hypothermal ablation). At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, menstrual disorder, vaginal haemorrhage, hot flush, night sweats and weight increased outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, night sweats, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer comment- (B)(6) 2014 removal of the essure device after finding out about an essure coil perforating my uterus. Currently still discussing with physician about the remaining coil and if it needs to be removed. Still currently have the left essure coil. The essure was placed in her right tube with some difficulty with 15 coil(s) visible. The essure was placed in her left tube without difficulty with 4 coil(s) visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful bilateral tubal occlusion bilateral tonsillectomy/chronic tonsillitis. Gross description: received in formalin labeled "bilateral tonsils, stitch in right" are bilateral pink-tan tonsils with prominent crypts. There is a stitch on the right tonsil. The right tonsil measures 3.0 x 2.0 x 1.2 cm and has scant, white granules. The left tonsil measures 2.7 x 2.0 x 1.0 cm. Transvaginal ultrasound was performed. Indication: abdominal cramping and vaginal bleeding, abnormal weight loss, status post endometrial lesion and bilateral tubal ligation several years ago, patient also has essure coils. Uterus: 9.1 x 4.2 x 4.5 cm endometrial thickness: 5 mm eft ovary: 2.6 x 2.1 x 1.0 cm lt follicle: right ovary: 2.6 x 1.9 x 1.3 cm. Impression: anteverted uterus. Endometrial lining is difficult to distinguish due to patient's history of endometrial ablation. Endometrial lining is approximated at 5 mm in maximum ap diameter. Small nabothian cyst seen on the anterior portion of the lower uterine segment/cervix that is causing posterior enhancement. Essure coils are seen within the uterus. The date you learned of the perforation: (B)(6) 2014. How you learned of the perforation: x-ray. The location of the perforation: uterus. If you claim you experienced pain from the perforation, the location of the pain: lower abdominal area. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, heavy periods, spotting, irregular periods, menorrhagia, hot flash, night sweats, weight gain". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and medical record was received events added from pfs- heavy and abnormal bleeding, abnormal menstrual cycle, clotting with periods, severe and persistent pelvic pain, lower abdominal pain, hot flashes, night sweats, weight gain. Essure insertion and removal date were updated. Reporter information, concomitant disease, historical condition were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.